Event description:
It was reported that the pt states that her groin pain has been consistent since the surgery. In (B)(6) 2012, she began having constant severe stem pain in the thigh. She had an aspiration of the hip in (B)(6) 2012. The hip was not infected. The pt also reports that over the past six months her body temp has been elevated and she stays abnormally hot all the time. She is having an MRI and blood work completed next week. The pt will see her surgeon on (B)(6) 2012.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.